Event description:
No capture and decreased sensing on the right ventricular (rv) lead after high voltage therapy was appropriately delivered were noted. The lead was explanted and replaced. The patient was stable with no adverse consequences.

Manufacturer narrative:
A complete lead was returned in one piece. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspection of the lead found no anomalies with the exception of damages consistent with procedural damage. The reported events of decrease sensing amplitude and no capture were not confirmed.